Event description:
Report received from the USA stating that the "locking mechanism is damaged". The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l provided.

Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing eval. Once the eval has been completed or if add'l info is received, a supplemental MDR will be sent. (B)(4).